Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips involved in the incident were tested recently and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion prime meter is giving variable readings. Customer called with variable results of ¿lo¿, 27, and 347 on (B)(6) 2013. Furthermore, the customer stated he had been experiencing a lot of seizures lately due to inaccurate readings and did see his doctor on (B)(6) 2013. Customer takes medication using insulin to carb ratio method. The meter was previously called in in (B)(6), 2013 with a complaint that the meter would turn off after blood was applied to the strip. The issue may be intermittent as the customer was able to get three readings back to back on (B)(6) 2013. The meter was scheduled to be replaced due to the original complaint and is due to be delivered on (B)(6) 2013.